Event description:
It was reported that a female patient underwent breast augmentation revision with two unspecified mentor saline breast prostheses. Post-operatively, the patient suffered breast implant deflation on an unspecified breast after a dog jumped on her. As a result, the patient underwent bilateral removal and replacement with two gel implants on an unspecified date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture after trauma. Manufacturer¿s reference number: (B)(4).